Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the right ventricular (rv) lead was explanted. No additional adverse patient effects were reported. The rv lead was not returned for analysis.